Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the device being subjected to physical stress, such as by hitting the tip of the scope or dropping it, or chemical stress from the chemicals used. The event can be detected/prevented by following the instructions for use which state: "inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: insertion tube had a leak; insertion tube distal end light lens was chipped; insertion tube image had a chip; coupled chargining device clue was chipped; insertion tube bending section was deformed; insertion tube had a fold at 10 mm glue; and incorrect c, b, d and e angulation. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenvideoscope distal end had a gap. There were no reports of patient involvement.